Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. Visual inspection revealed that the outer protective cover of the power cord was ripped. The cause of the condition was not determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged power cord. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Date received by manufacturer: corrected to 04/04/2016. Should additional relevant information become available, a supplemental report will be submitted.